Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and observed the cuvette nozzles 1 and 6 were overflowing. The bellows, bellows only and the valve, poppet set were replaced which resolved the issue. There were no additional discrepant results generated after the parts were replaced. Return testing was not completed as returns were not available. A review of instrument service history did not identify any service or complaint issues that may have contributed to this issue and no additional discrepant results were identified. A review of the architect c4000 tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the bellows, bellows only and the valve, poppet set did not identify any trends for the current complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c4000 analyzer for serial (B)(4), the bellows, bellows only, or the valve, poppet set was identified.

Event description:
The customer observed falsely elevated magnesium and chloride results generated on the architect c4000 processing module for two samples. The following data was provided: sample 1: initial magnesium result = 8.0 mg/dl, repeat on another architect = 2.0 mg/dl (customer's normal range: 1.6 to 2.6 mg/dl). Sample2: initial chloride result = 121 mmol/l, repeat = 99.65 mmol/l (customer's normal range: 98 to 107 mmol/l. No impact to patient management was reported.